Event description:
A cartridge alarm 20 was reported by the caller, and there was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support confirmed cartridge alarms with consecutive cartridges and decided to replace the pump. The customer did not have a backup therapy available and plans to contact their healthcare provider for assistance. Additionally, the customer expressed interest in obtaining an out-of-warranty loaner pump.